Event description:
The customer reported that the vent has no audio alarm. The mallinckrodt customer support engineer (cse) verified the reported condition. The cse inspected the device and found the cause of the issue was an intermittent contact of the alarm harness. The cse replaced the audio alarm. The unit passed extended self testing. No pt was involved. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.